Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("3 weeks post op hysto") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced tremor ("tremors"), the first episode of hypoaesthesia ("numbness"), paraesthesia ("tingling") and the second episode of hypoaesthesia ("complete loss of feeling in legs"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the tremor, paraesthesia and the last episode of hypoaesthesia outcome was unknown. The reporter considered medical device removal, paraesthesia, tremor, the first episode of hypoaesthesia and the second episode of hypoaesthesia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, tremor, hypoaesthesia and paraesthesia. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("3 weeks post op hysto") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced tremor ("tremors"), the first episode of hypoaesthesia ("numbness"), paraesthesia ("tingling") and the second episode of hypoaesthesia ("complete loss of feeling in legs"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the tremor, paraesthesia and the last episode of hypoaesthesia outcome was unknown. The reporter considered medical device removal, paraesthesia, tremor, the first episode of hypoaesthesia and the second episode of hypoaesthesia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, tremor, hypoaesthesia and paraesthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('3 weeks post op hysto/one was bent in half and little ball inside my tube') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one was bent in half". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced tremor ("tremors"), numbness ("numbness"), paraesthesia ("tingling"), numbness of lower extremities ("complete loss of feeling in legs") and somnolence ("drowsy/sleeping off and on all day"). The patient was treated with surgery (hysterectomy full, except ovaries). Essure was removed on (B)(6) 2015. At the time of the report, the tremor, numbness, paraesthesia, numbness of lower extremities and somnolence outcome was unknown. The reporter considered device breakage, numbness, paraesthesia, somnolence, tremor and numbness of lower extremities to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, tremor, hypoaesthesia and paraesthesia, device breakage, device shape alteration, drowsy/sleeping off and on all day. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('3 weeks post op hysto/one was bent in half and little ball inside my tube') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one was bent in half". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced tremor ("tremors"), numbness ("numbness"), paraesthesia ("tingling"), numbness of lower extremities ("complete loss of feeling in legs") and somnolence ("drowsy/sleeping off and on all day"). The patient was treated with surgery (hysterectomy full, except ovaries). Essure was removed on (B)(6) 2015. At the time of the report, the tremor, numbness, paraesthesia, numbness of lower extremities and somnolence outcome was unknown. The reporter considered device breakage, numbness, paraesthesia, somnolence, tremor and numbness of lower extremities to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, tremor, hypoaesthesia and paraesthesia, device breakage, device shape alteration, drowsy/sleeping off and on all day. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: content from social media received. Event medical device removal was replaced with device breakage and device shape alteration, drowsy/sleeping off and on all day were added as additional events. Essure insertion and removal date were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.